Manufacturer narrative:
Stent delivery system (sds) was returned for analysis. The stent was implanted in the patient and therefore not returned for analysis. The balloon cones were reviewed and no issues were noted. The balloon wings were relaxed from their original folded position and appeared to have been subjected to positive pressure and a vacuum pulled. The prox bond od (outer diameter) was measured and was within measurement. The device was inflated to rated burst pressure (rbp) without issue. The device deflated in 8 seconds which is within measurement. Device was inflated using encore inflation device. A visual and microscopic examination of the bumper tip showed slight damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found bunching in the polymer extrusion 2 mm distal of the bi-component bond. No issues were identified during the product analysis. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent damage and slow balloon deflation occurred. A 4.00 x 16 synergy drug-eluting stent was advanced to treat the lesion. When the physician released the stent, resistance was felt on the delivery system and the physician noted that the balloon was incompletely deflated. The balloon was then deflated and removed from the patient's body. A non-bsc stent was advanced and resistance was encountered in the proximal part of the previously implanted stent. The physician performed an optical coherence tomography (oct) investigation which showed the stent fully apposed with a little protuberance of synergy in the lumen. The area, however, was maintained. The procedure was completed with another with the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage and slow balloon deflation occurred. A 4.00 x 16 synergy¿ drug-eluting stent was advanced to treat the lesion. When the physician released the stent, resistance was felt on the delivery system and the physician noted that the balloon was incompletely deflated. The balloon was then deflated and removed from the patient's body. A non-bsc stent was advanced and resistance was encountered in the proximal part of the previously implanted stent. The physician performed an optical coherence tomography (oct) investigation which showed the stent fully apposed with a little protuberance of synergy in the lumen. The area, however, was maintained. The procedure was completed with another with the same device. No patient complications were reported and the patient's status was stable.